Event description:
Pt reported obtaining elevated blood glucose results (values not provided), while using the suspect device. Pt indicated that she had been adjusting insulin dosage based on the elevated results. Pt reportedly began to experience hypoglycemic symptoms 30 minutes after administering insulin (type not provided) and was subsequently transported to the emergency room. Pt stated that, upon arrival in the hosp, her blood glucose measured 30 mg/dl (on a hosp blood glucose monitor). Pt stated that the hosp staff advised that the suspect device was reading incorrectly, leading pt to administer too much insulin. Pt was reportedly treated with orange juice and food. Pt's current condition: "tired." Quality control testing had not been performed on the device. Additionally, pt reported that the strips had spilled out of the vial at one point; however, she did not indicate the duration of strip exposure. Technical support requested the return of the suspect product and replacement product was shipped.